Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions (restricted, thin and frail leaflet). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted; however, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physicians opinion this was due to patient anatomy. A second clip was implanted to stabilize the slda clip, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.